Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that no image was displayed due to the faulty charge-coupled device (ccd). It was likely that the faulty charged-coupled device (ccd) was caused by water immersion from a pinhole in the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head did not capture a picture. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; no picture was relayed. This issue was caused by a faulty charge coupled device. Examination of the returned device showed the cable was kinked. The device also showed pin hole damage; this caused the device to fail leak testing. Additional details relating to the patient and the event have been requested; the customer stated this information was not available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.